Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery (bd) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
It was reported that the 840 ventilator went inoperable. The ventilator was not on a patient at the time of the event.